Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 308-05-23 - distal fixation ring ha 23.5 (B)(6) 308-01-08 - 8x80mm distal stem modular cemented (B)(6) 308-12-00 - med prox body +12.5 (B)(6) 320-42-10 - equinoxe reverse 42mm humeral const liner +0 (B)(6) 308-16-12 - taper locking screw 112 (B)(6) 308-10-25 - 25mm middle segment modular (B)(6) 308-10-75 - 75mm middle segment modular (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6).

Event description:
As reported, approximately 28 weeks post initial left reverse total shoulder arthroplasty (tsa), the shoulder dislocated while the patient was on holidays and as a result became infected. A revision was performed at which time the surgeon put a larger glenosphere and performed a wash out. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: b2, d1, d4, g2, g4, h6. A review of the sterile certificates and the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. A relationship between the reported infection and dislocation could not be confirmed or established. The cause of the patient¿s dislocation may be related to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. However, this cannot be confirmed because the devices were not returned for evaluation, and clinical information, device images, or radiographs were not provided. Dislocation and infection are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."